Event description:
It was reported that the 8800 system monitor was blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were reseated during the service call. The system was found to be working and put back into service.